Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 200 ohms. The healthcare provider (hcp) discussed other rv lead measurements with boston scientific technical services (ts). The rv pace impedance daily measurement was noted to be 340 ohms but then increased to 628 ohms, which are both within normal specification limits. Also, the r-waves were noted to have decreased from 10.5 millivolts to 7.5 millivolts and the rv threshold increased from 0.8 volts at 0.4 milliseconds to 1.5 volts at 0.4 milliseconds. There was also stored episodes which exhibited noise and oversensing on the rv lead. Ts indicated this appeared to be respiratory rate trend (rrt) sensor noise and oversensing but noted it was unusual to have rrt noise on both the rv lead rate and sense channel and the rv shock channel. There was also a subsequent signal artifact monitor (sam) episode in which the rrt sensor was automatically disabled by the single chamber implantable cardioverter defibrillator (ICD) device. The sam episode showed a corresponding shock impedance measurement greater than 200 ohms and a pace impedance measurement greater than 3000 ohms, which is also high out of range. There was also actual noise and oversensing observed on another stored episode which ts stated was an indication of a rv lead distal coil issue. The hcp indicated they were unable to reproduce the noise with isometric and pocket manipulation testing. Review of remote monitoring device data indicated the patient received one commanded shock and three induced shocks as part of testing in the clinic. All shocks had corresponding normal rv impedance measurements. Ts reviewed the issue with a boston scientific representative, stated they believe all the information points to a rv lead issue and noted they conferred with four boston scientific engineers who agree. Having said this, ts also provided guidance that if it is decided to replace the rv lead, replacing the ICD device can be considered as well. Subsequent information from the hcp indicated that the patient was scheduled to come into the clinic so device therapy could be programmed off and to have a consultation for a product revision. The patient was noted to be waiting for a heart transplant. The hcp also mentioned it appeared that the rv lead had migrated from initial implant. Four days later, the rv lead was surgically abandoned, the ICD device was explanted, and both products were replaced with products from another manufacturer. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.